Event description:
Manufacturer received a report from a dealer that the end user disassembled the flowmeter knob from the concentrator and allegedly cut hand, requiring stitches. The unit was repaired and is in use. This incident is attributed to user misuse.